Manufacturer narrative:
B3: date of event- estimated as the date of event is unavailable. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during insertion of a faradrive steerable sheath during a pulsed field ablation (pfa) procedure to treat an atrial fibrillation, the faradrive sheath drew in air. Visible air bubbles were noted in the sheath. A fluid leak was reported to have been coming from the sheath. The sheath was replaced, and the procedure was completed with no patient complications reported.